Manufacturer narrative:
Load wheel assembly.

Event description:
It was reported by service report that the cot has a broken load wheel. It is unk if there was pt involvement or if there are adverse consequences to report.